Manufacturer narrative:
Investigation: the complaint was investigated for z6ms transducer acquisition 40 errors during tee exam. The transducer was returned, and an investigation was performed. The acquisition 40 error could not be reproduced, but abnormal image quality was found; this can also cause system acquisition errors. This issue was caused by gastro flex trace corrosion due to a combination of moisture and soldermask delamination. The gastro flex design was changed through a CAPA since jul. 2016. This issue occured prior to the CAPA. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that while in the operating room (or), the patient was put under anesthesia prior to undergoing a transesophageal echocardiography (tee) for aortic valve replacement procedure. During the procedure, the user was obtaining pre-procedure bypass tee images when the transducer prompted a usacquisitionhw_40 error message and then subsequently locked up the ultrasound system. This event was reported to have occurred three times during the procedure. After each event, the user did not reboot the system nor replace the transducer. The user selected another transducer other than the one being used and began imaging, then went back and selected the tee probe again. This continued to work for all 3 lock ups. The procedure was continued and completed successfully. There was about five minutes delay in completing the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.